Event description:
An occlusion alarm was reported by the caller. There was no reported impact to the customer's blood glucose level. The customer decided to close the case and discontinue further technical support.